Event description:
Information received from the field notes the device could not be interrogated in the emergency room. The patient was in normal sinus at 43 bpm. No pacing or paced morphology was observed.